Event description:
It was reported the patient had fallen. Afterwards, the patient experienced abdominal stimulation and inadequate coverage. An impedance check was performed and revealed low impedance. X-rays were taken and lead migration was found. The patient plans to undergo surgical intervention. He also plans to discuss the next course of action with a neurosurgeon. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.